Manufacturer narrative:
Gehc service personnel upon arrival could not duplicate issue. After system was on for half hour or so, the video on the table monitor started dropping out. An audible click could be heard on the video converter board. Checked and adjusted 5vdc from 4.89 to 5.15 at supply. Problem disappeared. Checked storz video and picture in picture operation. System works as intended.

Event description:
Customer reported issues during installation of an optional device. No image from new storz camera during installation by storz representative.